Event description:
It was reported that during an unknown procedure, the staples were malformed after the 1st firing. Changed to another reload but still had the same problem. Changed to a new device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Articulation bands. The analysis results found that one 6tb45 was received for analysis. The device was returned with the right articulation band damaged and with no reload present on the device. The returned device was tested for functionality with three tests reloads and it was fired in the three articulated positions; the device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The damage to the articulation band has been correlated to a manufacturing process. The appropriate engineering personnel have been notified.